Event description:
On (B)(6) 2026, patient underwent port placement procedure using the power port m.r.I. Isp. After venipuncture with an 18g needle into the internal jugular vein, a 0.035 inch guidewire was inserted, but did not advance smoothly. When attempting to withdraw the guidewire, it became difficult to remove, likely due to snagging on the needle tip. It was further reported that the guidewire was stretched. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j tip guidewire with a loaded introducer needle were returned for sample evaluation. Visual, microscopic visual and dimensional evaluations were performed. Bends were noted throughout the guidewire and uncoiling was noted on the distal portion of the guidewire. The round core wire was noted to protrude an uncoiled portion of the guidewire. The termination appeared to be granular as no welded round ball was observed. The flat core wire was noted to protrude an uncoiled portion of the guidewire. The termination appeared to be granular throughout. Therefore, the investigation is confirmed for the reported stretched issue and identified deformation and material unravel issue. However, the investigation is inconclusive for the reported failure to advance and removal difficulty issues as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, patient underwent port placement procedure using the power port m.r.I. Isp. After venipuncture with an 18g needle into the internal jugular vein, a 0.035 inch guidewire was inserted but did not advance smoothly. When attempting to withdraw the guidewire, it became difficult to remove, likely due to snagging on the needle tip. It was further reported that the guidewire was stretched. The procedure was completed using another device. There was no reported patient injury.